Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device does not have a 510k associated with it.

Manufacturer narrative:
Lot number: 6358770, expiration date: 12/31/2021, manufacture date: 12/23/2016. Lot number: 6337614, expiration date: 11/30/2021, manufacture date 12/02/2016. (B)(6). Results: bd received samples from the customer facility for investigation from two separate lot numbers. The samples were evaluated and the customer's indicated failure mode for safety shield detached with the incident lot was observed. This issue is covered under CAPA (B)(4), so no device history review was necessary. Conclusion: bd has initiated CAPA (B)(4) to document further investigation and root cause of this product issue.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle had the safety shield detach on 3 separate devices. No serious injury, no medical interventions. No mucous membrane exposure reported.